Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous, moderately calcified, lesion in the proximal left anterior descending coronary artery. Pre-dilatation was performed and a 2.75x48mm xience xpedition rx stent was deployed at 10 atmospheres without reported issue. Post-dilatation was performed with a 2.75x12mm nc trek balloon, and an edge dissection was noted at the distal edge of the implanted stent. A 2.75x18mm xience xpedition stent was deployed and successfully treated the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.